Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the ins was overdischarged. The patient hadn't used the device since 6 months after having her system implanted. The patient's pain physician wanted to get the device charged to see if it would help with her back pain. No interventions had been taken at this time. Additional information was received from a manufacturer representative (rep). It was reported that the patient was to call them yesterday to arrange a time to meet, but the rep hadn¿t heard from her. The overdischarge has not yet been resolved. The rep indicated that the information had been confirmed with the account. Additional information from the rep indicated that the ins was trickle charged and reset. They stated that although they were able to reset the battery, it was acting strangely. It showed it was charging from 50-75%, but just after resetting it, which took only a few minutes, it then registered that the implant didn¿t have any charge and was flashing from 0-25%. They spoke with our tech services department and they indicated that because the implant hasn¿t been charged in several years, the charge stability may have become impacted. The rep was advised to have the patient charge to full, let the implant discharge to 50%, then charge back to full again.